Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had fluid built up inside and her kidneys and heart stated having issues. The customer had breathing complications. The caller stated that the customer became ill before (B)(6) 2014. The customer had kidney failure, hear disease; narrowing of the arteries and plaque built up. The customer also developed infection while in the hospital, with unknown cause. The caller did not know the customer's blood glucose at the time of death. The caller was not wearing the insulin pump at the time of death and had been disconnected for one week. The device was disconnected by hospital workers on (B)(6) 2015, when the customer went to the emergency room. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube. No data was available due to the insulin pump being received without a battery.